Event description:
It was reported that during a cea procedure a non-latex pruitt f3 was used. The physician reported that the balloons were inflated until the point where there was no more blood passing the balloons and within the maximum filling capacity. During the procedure the internal balloon burst. This caused blood loss, and the shunt had to be replaced. Hospital unsure which of the two listed products was the faulty one and which was the one they used as a replacement. The device was checked prior to use. No other complications or injuries reported to the patient.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the exact root cause of the reported issue could not be determined. The device was checked prior to use, where no deficiencies were reported. Due to reports of similar issues for this product, a corrective and preventive action (CAPA 2024-005) has been implemented to further investigate and address the reported issue. The CAPA added additional controls around the balloon material storage conditions and shelf life of the balloon raw material. However, both devices were manufactured in 2023, prior to implementation of the CAPA. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record of both reported lot numbers were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The customer is unsure which reported lot number was correct. The two possible devices are: lot pfp1151, manufacture date: 230609, expiration date: 250528 lot pfp1161, manufacture date: 231207, expiration date: 251128.